Event description:
Event description cpi received information that this implantable pulse generator exhibited a loss of pacing in the bipolar mode. The physician elected to change the mode from bipolar to unipolar.